Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing and a review of the alarm log were performed. During functional testing, the force sensing resistors were found to be inoperative. The cause of the condition was unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have inoperative force sensing resistors. There was no patient involvement. No additional information is available.